Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this implantable transvenous defibrillation lead had been crushed by the subclavian. As a result, the lead was capped and replaced. No adverse patient effects have been reported.